Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "deflation".

Event description:
Healthcare professional reported a right side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified flat creases, a curved opening on the anterior and a wear abrasion. A leak test and microscopic analysis was performed which identified a sharp opening on the anterior and an observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. A dimension measurement in the shell was performed which identified the thickness was within specification based on the device analysis the final assessment is: a sharp opening on anterior (under plug strap disk shell) assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported a right side deflation. Device was explanted.